Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported after inserting the intra-aortic balloon (iab), the customer was unable to pull out the guide wire from the inner lumen. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter with the one-way valve attached. The catheter tubing was observed to be flattened along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. The 0.025¿ guide wire was also returned, with a portion of the guide wire stuck broken inside the iab lumen. The returned guide wire was unable to be used for testing. The technician was able to remove the broken portion of guide wire from the iab lumen with some difficulty and dried blood was observed on the guide wire. The technician then attempted to insert a laboratory 0.025¿ guide wire through the inner lumen and was able to successfully insert the guide wire. No obstructions were felt. The condition of the iab as received indicated an occlusion in the inner lumen causing the guide wire to be difficult to remove from the iab inner lumen. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported after inserting the intra-aortic balloon (iab), the customer was unable to pull out the guide wire from the inner lumen. There was no reported injury to the patient.

Manufacturer narrative:
Complete event site name - (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported after inserting the intra-aortic balloon (iab), the customer was unable to pull out the guide wire from the inner lumen. There was no reported injury to the patient.